Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a vibratory alert for non sustained lead noise. It was suspected that sensing latency on the far-field channel after a pvc, triggered non sustained lead noise. Programming changes were recommended. The clinic has not made the recommended changes. The patient was scheduled for regular follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.